Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redt1694 showed five other similar product complaint(s) from this lot number. The complaints for this lot number (redt1694) have been reported from the same facility in (B)(6).

Event description:
It was reported that customer has insert powermidline on the patient on (B)(6) 2019. The catheter was trimmed to 12cm and the tip terminated at the v. Axillae. After a while, there has been thrombosis symptoms. An ultrasounds showed a large thrombosis on the vein. The patient was receiving IV cloxacillin through the catheter to treat acute sepsis. The catheter had been in for under week before they notice thrombosis symptoms. Medications were started to treat the thrombus. The catheter was removed on (B)(6) 2020. An ipsilateral PICC was placed the same day to continue therapy with adverse effects.